Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00323.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, a jet7 became kinked; therefore, the jet7 was removed. Later, the same issue occurred with a second jet7; therefore, the second jet7 was removed. The procedure was completed using the same 3maxc and the same neuron max. It is unknown whether another jet7 was used to complete the procedure. There was no report of an adverse effect to the patient.